Event description:
Healthcare professional reported a unilateral left side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a unilateral left side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Additional observations: no other observation observed.

Event description:
Healthcare professional reported, a unilateral left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Corrected data: g.3.: aware date of supplemental medwatch 2, should have been listed as (B)(6) 2023.

Event description:
Healthcare professional reported, a unilateral left side capsular contracture, baker grade iii. Device has been explanted and replaced.